Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6)2022 during a robotic-assisted pancreaticoduodenectomy procedure when it was reported ¿when inserting the suture, the surgeon felt that the needle was slightly caught in the silencer. When the suture was confirmed when it reached the abdominal cavity, the needle was lost and was found in the liquid trap of the air seal. The surgery was interrupted to find the needle, resulting in a 40-minute delay¿. There was no injury or impact to the patient. An alternate same device was used to complete the procedure. Further assessment found no medical/surgical intervention or prolonged hospitalization was reported. According to visual inspection, there was no damage to the needle. The asm-evac1, trilumen filtered tube set will be listed as a concomitant device; there was no allegation against the tube set. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Performed a visual inspection, no abnormalities or defects confirmed. Performed a functional inspection using the airseal i.f.u system (c8457), the device functioned as intended. A 2 year lot history review could not be conducted as a lot number was not reported. A device history record review could not be conducted as a lot number was not reported. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame 1,010,010 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic technique should use the components of the airseal access system. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on 12jul22 during a robotic-assisted pancreaticoduodenectomy procedure when it was reported ¿when inserting the suture, the surgeon felt that the needle was slightly caught in the silencer. When the suture was confirmed when it reached the abdominal cavity, the needle was lost and was found in the liquid trap of the air seal. The surgery was interrupted to find the needle, resulting in a 40-minute delay¿. There was no injury or impact to the patient. An alternate same device was used to complete the procedure. Further assessment found no medical/surgical intervention or prolonged hospitalization was reported. According to visual inspection, there was no damage to the needle. The asm-evac1, trilumen filtered tube set will be listed as a concomitant device; there was no allegation against the tube set. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.